Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that a polarity switch occurred due to the right ventricular (rv) lead exhibiting a downward trend in impedance, along with low impedance measurements. In addition, some oversensing was noted since the polarity switch. The physician chose to monitor the issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.